Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined.(B)(4).

Event description:
It was reported that coil migration occurred. The target location was located in the pelvis. A 12mmx20cm interlock¿-35 was selected for use. Patient attended for repeat procedure. When imaging was performed, it was noted that coil was visible in the pulmonary artery. The procedure relating to implanting of coil was believed to have took place six weeks earlier. Patient experienced coughing after procedure but no other symptoms were apparent. No further complications reported and patient's condition was stable.